Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide, " always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery."

Event description:
It was reported that the customer experienced a blood glucose (bg) that was high (specific value was not provided); with trace ketones. Customer gave a correction bolus via the pump to address the bg level. Reportedly, the customer was not removing air from the cartridge during the load sequence process. Tandem technical support educated customer on the proper load techniques, customer understood and acknowledged. Reportedly, the customer changed the infusion set tubing and continued using the pump for insulin therapy.